Event description:
The pt was undergoing a davinci-robotic assisted laparoscopic hysterectomy when the laparoscopic portion of the epigastric trocar insertion revealed evidence of significant hemoperitoneum. Approx 2.5 liters of blood were identified. Further exploration revealed evidence of a vena cava laceration. A midline incision was made approx 6 centimeters above the umbilicus in the midline. A veress needle was advanced through this incision into the abdomen. An attempt was made to insufflate the abdomen, but the opening pressure was noted to be high, so the veress needle was removed. Again the veress needle was advanced through this incision into the abdomen. The opening pressure was again noted to be high, so the veress needle was removed. It was then decided to enter using the clearview trocar. The trocar was advanced through this incision under direct visualization. After the trocar was advanced, there was blood noted in the trocar. This was then removed. A new trocar using the clearview was then advanced into the abdomen under direct visualization. At this time, there were adhesions noted from the omentum and bowel to the anterior abdominal wall. There was also blood noted on top of the omentum as well as along the sidewalls. General surgeon was brought in for exploratory laparotomy, lysis of adhesions and takedown of incarcerated incisional hernia with small bowel enterorrhaphy (partial thickness), evacuation of hemoperitoneum exploration of mesentery and retroperitoneal hematoma with a vena caval primary venorrhaphy.